Event description:
It was reported that this patient presented to the clinic for routine follow up to discuss device change out procedure. It was reported that the battery of this implantable device was suspected to be depleting prematurely as prior device check indicated less than nine months of battery left to most recent interrogation indicating explant status. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting as expected. After the device clinic visit, the patient was sent to the emergency room (ER) for further evaluation as the clinic noted some erroneous electrocardiogram (EKG) activity during the clinic visit. The physician reached out to technical services (ts) to review the device interrogation results. It was found that the non-boston scientific right atrial (ra) lead has been switched to unipolar sense and pace. Subsequently, thousands of inappropriate atrial tachy response (atr) episodes have been stored as a result of skeletal/macular artifact. Additionally, the ra impedance was found to be less than 200 ohms. At this time evidence suggests the device system remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the clinic for routine follow up to discuss device change out procedure. It was reported that the battery of this implantable device was suspected to be depleting prematurely as prior device check indicated less than nine months of battery left to most recent interrogation indicating explant status. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting as expected. After the device clinic visit, the patient was sent to the emergency room (ER) for further evaluation as the clinic noted some erroneous electrocardiogram (EKG) activity during the clinic visit. The physician reached out to technical services (ts) to review the device interrogation results. It was found that the non-boston scientific right atrial (ra) lead has been switched to unipolar sense and pace. Subsequently, thousands of inappropriate atrial tachy response (atr) episodes have been stored as a result of skeletal/macular artifact. Additionally, the ra impedance was found to be less than 200 ohms. Further information was received that this device was explanted due to normal battery depletion (nbd).no additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the clinic for routine follow up to discuss device change out procedure. It was reported that the battery of this implantable device was suspected to be depleting prematurely as prior device check indicated less than nine months of battery left to most recent interrogation indicating explant status. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting as expected. After the device clinic visit, the patient was sent to the emergency room (ER) for further evaluation as the clinic noted some erroneous electrocardiogram (EKG) activity during the clinic visit. The physician reached out to technical services (ts) to review the device interrogation results. It was found that the non-boston scientific right atrial (ra) lead has been switched to unipolar sense and pace. Subsequently, thousands of inappropriate atrial tachy response (atr) episodes have been stored as a result of skeletal/macular artifact. Additionally, the ra impedance was found to be less than 200 ohms. Further information was received that this device was explanted due to normal battery depletion (nbd).no additional adverse patient effects were reported. This device has been received for analysis.